Manufacturer narrative:
Prod is still implanted. Device MFR date is unk. Eval is pending.

Event description:
In 2009, the sales representative reported that during surgery, the surgeon was implanting the plate when the secure ring came out. The surgeon retrieved the ring and then put the ring back in place and continued to implant the screws. There was no surgical delay.